Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31783685) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure, the physician delivered the microcatheter into the envoy® guiding catheter, 6f, 100 cm (67025800 / 31783685) in vitro, the microcatheter was impeded in the distal end of the guiding catheter and could not pass through the guiding catheter. The physician delivered the guiding catheter in the patient. When the guiding catheter just passed the aortic arch, the physician delivered the microcatheter into the guiding catheter. The microcatheter was impeded in the distal end of the guiding catheter and could not pass through. The physician removed the envoy guiding catheter and microcatheter from the patient. The envoy guiding catheter was replaced with a new guiding catheter and the procedure was completed with the original microcatheter. There was no report of any negative impact on the patient. On 17-may-2026, additional information was received. Per the information, the angioplasty procedure was targeting the middle cerebral artery (mca). Adequate continuous flush was maintained during the procedure. The replacement guide catheter was another envoy® guiding catheter, 6f, 100 cm (67025800). The information confirmed there was no negative impact on the patient and no procedure delay resulted from the reported issue.